Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d2b: additional device product codes: jdo d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: the product was not returned to depuy synthes, however photos an a video were provided for review. The photo and video investigation revealed that the lag screw will not assemble with the plate. Furthermore, distal end of the screw, were it is intended to assemble, damage is observed, most likely due to surgical procedure and intended assembly. However, it is not possible to confirm a dimensional issue through photo evidence provided, therefore, a root cause for the reported condition cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the dhs/dcs-scr ø12.5 l100 octagonal-coupl s would contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): sterile part # 280.301s sterile lot # 9l66218 release to warehouse date: 29.jul.2022 expiration date: 01.jul.2032 supplier: (B)(6) manufacturing site: werk selzach logistik a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 280.301 non-sterile lot # 876p852 manufacturing site: werk selzach logistik release to warehouse date: 13.jul.2022 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trauma surgery on (B)(6) 2024, the surgeon was using a dhs screw which did not fit through the dhs barrel and did not fit onto the octagonal insertion handle. This severely delayed the surgical time, increased intraoperative pressures and stress, and meant that extra implants had to be opened to figure out what the issue was (whether it was the plate or screw that was defective). The 100mm screw was defective, made too large to fit through its corresponding dhs plate. The surgery was delayed by 60 minutes and was completed successfully with no patient consequence. No other medical intervention was required. This report involves one dhs®/dcs® one-step lag screw 12.7mm thread/100mm-sterile this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. A visual analysis was conducted on a dynamic hip system (dhs) plate with a dhs connecting screw following a complaint that the connected screw could not fit into the plate. Upon examination, it was identified that the octagonal tip of the dhs screw was damaged and bent. This deformation caused a mismatch with the dhs plate, preventing proper coupling between the two components. The dhs/dcs system including lcp dhs and dhs blade surgical technique guide. Following relevant statements were found. Insert the connecting screw into the wrench, slide an appropriate dhs plate onto it and connect the dhs screw to the wrench. For dhs screws shorter than or equal to 75 mm, take a dhs plate with short barrel. Mount the centering sleeve onto the wrench. Warning: -to avoid damaging the instruments and the implant, tighten the connecting screw securely. -slide the assembled instrument over the guide wire and push the centering sleeve into the pre-drilled hole. -insert the screw to the desired depth. Additionally, in response to the concern regarding the length of the 100mm dhs screw, a dimensional inspection was carried out to verify the implant's length. The inspection confirmed that the device met the specified dimensions. Therefore, there is no indication of a dimensional or manufacturing defect related to the screw length. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the dhs/dcs-scr ø12.5 l100 octagonal-coupl s would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): part # 280.301s, lot # 9l66218, manufacturing site: werk selzach, release to warehouse date: 29.jul.2022, expiration date: 01.jul.2032, supplier: (B)(4). Non-sterile part # 280.301, non-sterile lot # 876p852, manufacturing site: werk selzach, supplier : (B)(4), release to warehouse date: 13.jul.2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.